Event description:
It was reported that the patient is allergic to arthrex's fiberwire.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. This is the first complaint of this type for this part/lot combination. If additional relevant information is received, a follow-up report will be submitted. Remained implanted in patient.